Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain ("severe pain"), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), alopecia ("excessive hair loss") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (surgery to remove her essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pain, discomfort, menorrhagia, back pain, abdominal pain, alopecia and dyspareunia had not resolved. The reporter considered abdominal pain, alopecia, back pain, discomfort, dyspareunia, menorrhagia, pain and pelvic pain to be related to essure. The reporter commented: plaintiff subsequently sought treatment for her symptoms from her physician, but was unable to resolve her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.